Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. Analysis of desktop charger (serial# (B)(4)) found the cable assembly had broken connector pins. Conclusion code applies to the ins and conclusion code applies to the desktop charger.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the charger would not charge again. Upon inspection, the patient indicated the connector pin was loose and brok en. They also mentioned their back died and clarified that their ins died on (B)(6) 2017 and that is when they noticed the recharging issue. It was further reported that the patient received a replacement desktop charger and the recharger would not charge when conn ected. No symptoms were reported. No further complications were reported or anticipated.